Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) is experiencing auto-inflation during normal daily activities. According to the physician, the patient notices unintended inflation of the device on a daily basis. There were no further patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) is experiencing auto-inflation during normal daily activities. According to the physician, the patient notices unintended inflation of the device on a daily basis. There were no further patient complications reported.